Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the patient's surgeon, the patient was reimplanted with a new device on (B)(6) 2012. Device not available for analysis. This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient developed a post-operative infection resulting in the decision to explant the device. The device was explanted on (B)(6), 2011. It is unknown whether there are plans to reimplant the patient with another device as of the date of this report, (B)(6), 2011.